Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported and this occurred earlier in the week. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a cystoscopy/ureteroscopy with laser lithotripsy procedure. The procedure date is unknown. During the procedure, when the physician pulled out the guidewire from the cystoscope, a six to eight-inch piece detached outside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.